Event description:
The claimant underwent open incisional hernia repair on (B)(6) 2015 whereby two gore® dualmesh® biomaterial devices were implanted. The complaint alleges that on (B)(6) 2021, the two gore® dualmesh® biomaterial devices were explanted. It was reported the patient alleges the following injuries: additional surgeries; seroma; abscess; wound vac; adhesions; mesh removal; infected mesh; recurrence; dense fibrosis; bowel & colon complications; extended hospitalization; pain & suffering. Additional event specific information was not provided. Medical records show that during the explant procedure on (B)(6) 2021, a gore® bio-a® tissue reinforcement device was implanted. Information received from outside gore on september 20, 2022 changed the allegations to: additional surgeries; seroma; abscess; wound vac; adhesions; mesh removal; infected mesh; recurrence; dense fibrosis; bowel & colon complications; enterotomy closure; extended hospitalization; pain & suffering.

Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant #1, #2 #3 & #4 preoperative complaints: on (B)(6) 2015: (B)(6) m.d. Operative report. Laparoscopic repair of recurrent incarcerated incisional hernia. Preoperative and postoperative diagnosis: recurrent incarcerated incisional hernia. Morbid obesity. Anesthesia: general. Estimated blood loss: approximately 150 ml. Procedure: ¿ms.(B)(6) is taken to the operating room, placed supine upon the operative table, at which time general anesthesia was induced. Foley catheter is placed, and the patient¿s abdomen is prepped and draped in the usual sterile fashion. The abdomen is entered through a left upper quadrant incision, ultimately another left upper quadrant and epigastric and two right upper quadrant ports were placed and a right lower quadrant port. The abdominal wall was markedly scarred in, I slowly and carefully began dissecting these down. It took over two hours to free the abdominal wall and reduce the hernia contents. There was a great deal of small bowel incarcerated in the lower portions of the hernia defects. There was a large midline multi-pocketed defect and then also a left lower quadrant defect separate from this where she had her previous colostomy. Having gotten all of this freed up, it had been such an arduous dissection that I was fearful of the viability of all the bowel, so I went ahead and closed the midline fascia. There was also some question of whether or not she has loss of domain. The fascia actually closed pretty easily. I placed interrupted #2 prolene sutures using the cone suture passer needle percutaneously making 3 small incisions through her midline and putting in 7 sutures to close the fascia in the midline. I did not close the left lower quadrant defect at this time. Having gotten this closed, I reestablished pneumoperitoneum, ran the small bowel prior to closure and after closure as best as could to make sure we dont see anything. Her peak airway pressures have not changed with closure of the abdominal wall, and it does not seem inappropriately tight and we still have space on insufflation and I think we have not generated abdominal compartment syndrome in this situation. However, given the arduous dissection and this worry of creating an abdominal compartment syndrome due to her loss of domain, I have opted to go ahead and just release the pneumoperitoneum, close my incisions with plans to return to the operating room tomorrow morning to fully evaluate the small bowel, wash out and complete the hernia repair. If it does look like she is having symptoms of respiratory embarrassment from reducing the hernia and closing the fascia, then we will open that up and simply bridge the fascial defect with mesh.¿ on (B)(6) 2015:(B)(6) m.d. Indications: ¿ms. (B)(6) underwent a laparoscopic lysis of adhesions, reduction of incarcerated recurrent incisional hernias, and temporary percutaneous closure of the midline defect yesterday. During the dissection, some of the bowel was of questionable viability, felt safest to close and returned today for second look laparotomy and if all bowel viable to proceed with mesh repair. Risks, benefits, and options to this approach have been discussed with her, before the first operation to some degree, but in more detail after the first operation. These include bleeding, infection, bowel resection, problems from anesthesia, cardiopulmonary problems, among other things. She understands and wishes to proceed.¿ implant #1, #2 #3 & #4 procedure: second look laparotomy. Recurrent incisional hernia repair, left lower quadrant and midline defects using bridging prolene mesh and underlay gore-tex mesh. [ implant: #1 gore® dualmesh® biomaterial, 10cm x 15cm x 1mm thick, and #2 gore® dualmesh® biomaterial, 18cm x 24cm x 1mm thick; product ID not provided for either device; #3 prolene mesh, #4 prolene mesh, 12in x 12in] implant #1, #2 #3 & #4 date: (B)(6) 2015 [hospitalization dates unknown] on (B)(6) 2015: (B)(6) m.d. Operative report. Preoperative diagnosis: questionable bowel viability and recurrent incisional hernia, status post reduction and temporary primary laparoscopic closure. Postoperative diagnosis: no apparent bowel injury. Recurrent incisional hernia. Anesthesia: general. Estimated blood loss: 200 ml. Complications: none. Drains: a 19-french blake drain in the subcutaneous space. Procedure: ¿ms.(B)(6) was taken to the operating room, placed in supine position at which time general anesthesia was induced. The patient¿s arms were tucked and well-padded and the patient¿s abdomen was entered through midline incision, taken down through the subcutaneous tissue. The percutaneous temporary closure of the midline defect was then opened, exposing the intra-abdominal contents. The abdomen was copiously washed out with warm normal saline. Small bowel run in its entirety on multiple occasions. No problems could be seen. In some of the dissection I had one small area of deserolization that occurred in the left lower quadrant. This was closed with a single suture of 3-0 silk in a lembert fashion. The abdomen was copiously irrigated. I first moved to the left lower quadrant defect which had arisen at her previous colostomy site. I tried to just close this with interrupted figure-of-eight sutures, but applied too much tension to the tissues, thus I bridged the defect with a piece of prolene mesh using interrupted #1 prolene sutures to anchor this piece in place. I then covered this with a second layer of gore-tex dualmesh. This was inset at 6 positions with interrupted horizontal mattress #1 prolene sutures using a secure strap absorbable device in between the sutures. This was a 10 x 15 piece of mesh that was cut down by about 30% in length. This gave good closure of this defect and reinforcement. Attention was then turned to the midline where gore-tex dualmesh was used to replace the fascial defect. While I was able to close the fascia percutaneously temporarily yesterday this was clearly a repair that had a great deal of tension associated with it. Thus, I placed an 18 x 24 cm piece of gore-tex dualmesh anchoring this at multiple positions surrounding the defect getting at least 3 cm, and in most places 5 cm, of overlap between the mesh and healthy fascia. This was anchored transfascially going down through the fascia, through the mesh, and back up. All packs and retractors were removed and then, having secured all of the transfascial fixation of the gore mesh a bridging piece of prolene using a 12 inch x 12 inch piece of mesh that was cut down to about 45% of original size. This bridged the gap well. I used a 2-layer suturing technique to tie sutures. This mesh was inset with a running #1 prolene suture from each cardinal point to the next and then tied to itself, thus using 4 runs of suture to secure the mesh completely. The subcutaneous tissue was copiously irrigated with warm normal saline. The hernia sac was resected from the subcutaneous tissue. A 15 french blake drain was brought to a separate left upper quadrant stab incision utilizing one of the laparoscopic skin incisions from yesterday. This was sutured in place with 2-0 nylon. The subcutaneous tissue was closed superficially using a 3-0 vicryl and then clips in the skin. All of the previous temporary closure sutures from the previous laparoscopy incisions were removed and replaced with staples. Sterile dressing applied. The patient was awakened from anesthesia and taken to the recovery room in stable condition.¿ on (B)(6) 2015: (B)(6) medical center. Implant information: #1 gore-tex dualmesh 10 x 15 cm and #2 gore-tex dualmesh 18 x 24 cm. On (B)(6) 2015: (B)(6) medical center. Implant information: #3 prolene mesh, #4 prolene mesh 12 x 12 inch. Relevant medical information: on (B)(6) 2021: inpatient hospitalization (B)(6) medical center. On (B)(6) 2021: (B)(6) medical center (B)(6) m.d. Operative report. Aspiration of left abdominal wall fluid collection. Preoperative and postoperative diagnosis: abdominal wall fluid collection . Anesthesia: 1% lidocaine [local]. Procedure: ¿the patient¿s abdomen was prepped and draped in usual sterile fashion. The skin was infiltrated with 1% lidocaine. The small bore needle was advanced into the fluid collection and turbulent but thin fluid was encountered. A 3 mm stab incision was made a paracentesis catheter with introducer needle was inserted and advanced into the collection the needle was withdrawn leaving the catheter. Sample was obtained for cultures. The remaining contents were then aspirated to wall suction. Approximately 600 ml of fluid was aspirated. The catheter was then withdrawn and a sterile dressing was applied.¿ on (B)(6) 2021: (B)(6) medical center (B)(6) m.d. Operative report. Percutaneous left abdominal wall indwelling drain placement. Preoperative and postoperative diagnosis: abdominal wall fluid collection. Anesthesia: 1% lidocaine [local]. Procedure: ¿after informed consent was obtained the patient¿s left abdomen was prepped and draped in usual sterile fashion. The skin was obtained with 1% lidocaine. A 3 mm stab incision was made overlying the site of previous aspiration. Introducer needle was inserted and the cavity was entered this was confirmed with aspiration of fluid. A 10 french pigtail catheter was then advanced into the cavity. The introducer was withdrawn and the catheter was advanced. Aspiration revealed expected fluid. Connector tubing was attached and this was placed to suction, 500 ml of fluid was aspirated. The catheter was then placed to gravity drainage and secured with sterile dressings.¿ on (B)(6) 2021: (B)(6) medical center (B)(6) [m.d., presumed] discharge summary. Discharge diagnoses: large ventral abdominal subcutaneous tissue abscess-persistent. Large ventral hernia to the right of the fluid collection containing non obstructed colon. Small left lateral hernia containing a loop of descending colon. Hypoventilation syndrome with mild hypoxia related to obesity bmi 54.9. Asymptomatic bacteriuria, urine culture growing e. Coli. Hypertension. Gastroesophageal reflux disease. Diabetes mellitus type 2 requiring insulin with hyperglycemia (glucose 237). Diabetic peripheral neuropathy. Chronic pain syndrome. Chronic depression. Chronic anxiety. Chronic insomnia. Chronic nonhealing ulceration left foot status post bone debridement left foot due to chronic nonhealing diabetic ulceration. History of a deep vein thrombosis (2008) status post placement of inferior vena cava filter. History of a perforated bowel and seizure (2008). Refractory urinary frequency urgency and urge incontinence. Fecal incontinence. Hospital course: ¿mrs. (B)(6) is a 57-year-old morbidly obese caucasian female who presents to the emergency department with complaint of 2 days of generalized abdominal pain with nausea and feeling feverish. She is a poor historian and tells me that she has felt ¿bad all week, funny and out of sorts.¿ she tells me that she thought she had a urinary tract infection because of the strong odor of her urine. Denies constipation, or diarrhea. She does have recurrent urinary tract infections. Denies cough or shortness of breath. Denies chest pain, palpitations, paresthesias, headache or dizziness. She had a surgical debridement on her left foot two weeks ago for diabetic ulcers (dr. (B)(6). In the emergency department. Wbc 15.2, hemoglobin 10.5, hematocrit 32, sodium 132, bun 26, creatinine 1.0, glucose 237. Urinalysis positive for infection. Negative. Chest x-ray negative. CT of the abdomen with contrast showed a large abscess in the subcutaneous tissue of the anterior abdomen. She has had multiple abdominal surgeries. The CT also showed a large ventral hernia to the right of the fluid collection containing non-obstructed colon, and small lateral hernia containing a loop of ascending colon. No obstruction. Dr. (B)(6) surgeon was consulted. Social history: quit smoking cigarettes in 2007 after a long history of heavy cigarette smoking. Denies alcohol use. Lives alone. Ambulates with a walker¿ dr. Harper was consulted for the abdominal abscess. He performed bedside aspiration and culture. We continued empiric antibiotics. Patient advised she may require long-term drain. Urine grew e. Coli sensitive to cephalosporins. ____ antibiotics from meropenem. Continued vancomycin pending results of sensitivities on staph growing from abdominal wall abscess¿ hospital day 3 CT abdomen to evaluate for recurrence of abscess fluid¿ cultures growing mssa and vancomycin has been discontinued. Cefazolin continue for both her uti and abdominal wall abscess. Hospital day 4 CT abdomen and pelvis showed persistence of large fluid collection in the abdominal wall consistent with abscess. A percutaneous indwelling drain was placed by dr. (B)(6) at the bedside. Patient with deconditioning and debility and will require rehabilitation. Patient will be discharged with the drain connected to close suction drainage bulb. We will monitor output. Patient will follow up with dr. Harper in the clinic.¿ explant #1, #2 #3 & #4 and implant #5 preoperative complaints: on (B)(6) 2021: (B)(6) medical center (B)(6) m.d. Indications: ¿the patient is a 67-year-old female with a history of previous incisional hernia repair with bridging mesh. She now has evidence of mesh infection that has failed percutaneous drainage and antibiotics therefore explantation of mesh is indicated.¿ explant #1, #2 #3 & #4 and implant #5 procedure: explantation of infected abdominal wall mesh. Repair of incisional hernia with bridging absorbable mesh. Enterotomy closure x 2. Drain placement. [Implant: gore® bio-a® tissue reinforcement, fs2030/22604053, 20cm x 30cm] explant #1, #2 #3 & #4 and implant #5 date: (B)(6) 2021 [hospitalization dates unknown] on (B)(6) 2021: (B)(6) medical center (B)(6) m.d. Operative report. Preoperative and postoperative diagnosis: infected abdominal wall hernia mesh with abscess. Anesthesia: general. Estimated blood loss: 100 ml. Specimens: explanted abdominal wall mesh. Abdominal wall abscess culture. Drains: two 19 french blake drains. Procedure: ¿after informed consent was obtained the patient was taken to the operating room, laid in the supine position, and placed under general endotracheal anesthesia. A foley catheter was placed in the usual sterile fashion. The previous midline scar was re-incised with a #10 scalpel this was carried through the subcutaneous tissues using cautery. There is dense fibrosis along this incisional tract. A fluid pocket was encountered and this contained cloudy fluid culture was obtained this was aspirated out & macro porous mesh was identified at the base of this. This was the anterior abscess cavity. After this was completely exposed attention was turned to the left lateral edge of the mesh this was incised using cautery the prolene mesh was disconnected from its lateral attachments deep to this a nonporous mesh consistent with previously placed gore-tex was identified this extended more laterally its attachments were separated using cautery scissors and traction. There was a larger central mesh and then a smaller mesh laterally consistent with a previous ostomy hernia closure. All of these were excised there were adhesions circumferentially to the edges of the mesh these were taken down sharply and bluntly attention was then turned to the right side the mesh with disconnected from its attachments in a similar fashion. There was a posterior abscess cavity that was encountered during this it was also cultured and evacuated. At the lateral edge of the mesh off the right side a recurrent hernia was identified this was known from prior CT imaging. Its edges were exposed and it contained transverse colon this was reduced from the hernia defect back into the abdominal compartment. As the mesh explantation continued inferiorly there were some dense adhesions to a loop of small bowel 2 enterotomies were created while separating this. The enterotomies were closed using 3-0 vicryl in a running fashion for the deep layer and 3-0 silk interrupted lembert sutures for the superficial layer. There were 2 layers-of mesh that were asked [sic] explanted a deeper nonporous layer and a onlay porous mesh. These were sent together as a specimen. Adhesions were then divided posteriorly circumferentially around the fascial edges. The abdomen was irrigated copiously with saline. A drain was placed in the hernia sac on the right-sided recurrent hernia. This hernia defect was reapproximated using #1 pds in a running fashion. The patient had significant loss of intra-abdominal domain and in fact at her previous hernia repair required bridging mesh therefore attempts to reapproximate her fascia in the midline were futile. Two intra-abdominal drains were placed and brought out through stab incisions laterally. A 20 x 30 cm segment of gore-tex bio-a absorbable mesh was obtained it was trimmed to the appropriate size and shape. The mesh was secured circumferentially to the abdominal wall fascia using #1 pds in a running fashion. This created a fascial bridge to isolate the abdominal compartment. Another 19 french blake drain was then placed in the subcutaneous space. The skin was then closed over the drain using surgical staples. Drains were then secured using 2-0 nylon drain sutures. The wounds were cleaned and sterile dressings were applied. The patient was then awakened and taken to the recovery room in stable condition. All sponge needle and instrument counts were correct at the end of the procedure.¿ on (B)(6) 2021: (B)(6) medical center. Implant information . Gore® bio-a® tissue reinforcement. Ref: fs2030, sn: (B)(4). Size: 20 x 30 [cm]. Expiration date: 8/2023. Quantity: 1. The records confirm gore® bio-a® tissue reinforcement (ref: fs2030; sn: (B)(4) was implanted during the procedure. On (B)(6) 2021: pathology report. No pathology report provided . A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.